Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit had low suction on both sides and evidence of smoke was present. The inline filters were replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the unit had weak vacuum on both cylinders due to dirty inline filters with smoke indicated. Occurred before surgery. No adverse events were reported as a result of this malfunction.